Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 15 with ios operating system version 17.5.1. The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer self-treated with insulin and experienced hypoglycemia and a loss of consciousness, however, after regaining consciousness the customer was able to self-treat by eating food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for receiving event code 365. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the os, app version and device make/model , it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 15 with ios operating system version 17.5.1 and app version 3.6.41258. The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer self-treated with insulin and experienced hypoglycemia and a loss of consciousness, however, after regaining consciousness the customer was able to self-treat by eating food. There was no report of death or permanent impairment associated with this event.